Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that was undersensing on the right atrial (ra) lead on stored atrial tachycardia/atrial fibrillation (at/af) episodes. It was further reported that the ra lead continued to display undersensing triggering device-classified false termination of at/af event(s) at times. In addition, the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for supra ventricular tachycardia (svt) that was detected in the ventricular fibrillation (vf) zone. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.